Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was due to usb pin damaged.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge was observed to be jumping. The customer's blood glucose was 271 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.